Manufacturer narrative:
The calibration was acceptable. The customer did not provide the qc ranges. The alarm trace does not contain a conspicuous event. The field service representative found no cause for the issue. The instrument performance was verified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service representative performed a precision test with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 5.4 mg/dl.the initial result was reported outside of the laboratory. The repeated result was was 8 mg/dl. The repeated result was believed to be correct and a corrected report was issued. The reagent lot number is 50697501 with an expiration date of 31-dec-2021.